Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 550 mg/dl, 600 mg/dl, 173 mg/dl, and 107 mg/dl. Customer reported symptoms of high blood glucose, and was treated with an extra dose of byetta and metformin (unable to self treat). Requested return of suspect device and replacement was sent.